Event description:
While doing thorascopic resection of lung blebs the endo clip applier would not close. Tried another clip; would not function correctly either. This resulted in an open thoracotomy and transfer to picu.